Event description:
It was reported that a user on an ilet pump experienced a post-breakfast hyperglycemic reading of 248 mg/dl after coffee and a bagel while within the initial adaptation period, and the user attempted to correct by issuing a meal announcement, which was explained could maladapt the meal algorithm. Symptoms included hyperglycemia without reported adverse sequelae. Outcomes included no alerts or alarms, no hospitalization, and blood glucose in range at the time of the call. Investigation included troubleshooting and user education regarding appropriate use of meal announcements and expectations during early algorithm learning. Investigation of this case revealed user-related use error in employing a meal announcement as a correction, with the device functioning as designed during early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user error and normal device behavior during initial learning.